Manufacturer narrative:
(B)(4). Six unused sterile devices with the same part and lot number as the complaint device were returned for evaluation. All were functionally tested and passed with acceptable results. No manufacturing or abnormal observations were noted. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information. Estimated date (date of occurrence reported as unknown).

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after the device was deployed, the patient was brought back from recovery as bleeding was noted. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.